Manufacturer narrative:
A 6mm x 2cm 150cm saber percutaneous transluminal angioplasty (pta) balloon lost pressure during pta of a heavily calcified in-stent sfa (superficial femoral artery) lesion and a strut from the stent may have punctured the balloon causing the balloon to lose pressure. The maximum inflation pressure was 8 atm (eight atmospheres). There was minimal vessel tortuosity and 70% stenosis was present in the lesion. The manufacturer of the stent is not known as well as when it was implanted. The physician stated the balloon lost pressure after numerous inflations inside the stent. There was no patient injury reported and the device will not be returned for analysis because it was discarded. Additional information was received that there was no difficulty removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. No negative pressure prep was performed per physician preference. The brand of contrast media used is unknown but the contrast to saline ratio was 3ml / 5ml. The same indeflator was used successfully with other devices. The balloon inflated normally and there was no leakage noted from the balloon, shaft, hub, or unknown segment. The balloon pressure was not maintained during inflation because the balloon burst. It was easily removed from the vessel and the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17300614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 70% and the procedural factor of inflation within a previously implanted stent may have contributed to the reported event. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6mm2cm 150 saber percutaneous transluminal angioplasty (pta) balloon lost pressure during pta of a heavily calcified in stent sfa lesion and a strut from the stent may have punctured the balloon causing the balloon to lose pressure. &#1288;e manufacturer of the stent is not known as well as when it was implanted. The product is not available for return. The physician stated the balloon lost pressure after numerous inflations inside the stent. There was no patient injury reported and the device will not be returned for analysis because it was discarded. Additional information was received that there was no difficulty removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. No negative pressure prep was performed per physician preference. The brand of contrast media used is unknown but the contrast to saline ratio was 3ml / 5ml. A bard inflation device was used and the same indeflator was used successfully with other devices. There was minimal vessel tortuosity and 70% stenosis was present in the lesion. The balloon inflated normally and there was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 8 atm. The balloon pressure was not maintained during inflation because the balloon burst. It was easily removed from the vessel and the other devices.